Event description:
It was reported that during a visceral procedure, the statement noted: stapler dysfunctional in peri-op on the fifth charger. But orally, we were told that a dozen chargers were used. There was a section without stapling, tearing of the tissue, bleeding. There were no transfusions. They changed the cartridge and clamp to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.